Event description:
It was reported that prior to use with bd angiocath¿ plus IV catheter the catheter tip was defective. The following information was provided by the initial reporter: before use to the patient, the user confirmed that the tip of catheter was not smooth. Replaced it with a new catheter.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.